Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they were unable to charge. The patient stated she was having problems with the unit and she needed to reset the device. The device manufacturer's representative (rep) told the patient that it would take 3 hours. The rep did the first one, and the patient stated she was not going to wait in the office for 3 hours. The rep showed the patient how to do it, and she went home and did two more and was to call the rep after the third one. The patient called and left a message for the rep yesterday and today. The patient never got to normal recharge. The patient has not heard back from the rep and wants to know what to do. The rep stated she would meet the patient at the local hospital after she got it recharging. The patient stated she wasn't driving all the way back there because she doesn't live there. The patient can' t communicate with the patient programmer (pp) or the implantable neurostimulator recharger (insr). The patient was to follow up with the health care provider (hcp). The patient was told to call the doctor's office to let them know she was still overdischarged and she needs assistance from the rep. The patient stated the pain was so bad. Patient services did not ask when the pain returned. Medical history includes non-malignant pain. Additional information reported the patient reported she had not felt stimulation since (B)(6) 2015. A physician recharge mode (prm) was performed yesterday. The patient saw a power on reset (por) message on the insr, when she attempted to bypass the screen she saw the reposition screen on the insr. The antenna locator was performed and the patient was seeing 54 all across. The patient reported seeing the poor communication on the insr and pp. The patient was redirected to the hcp. Additional information reported that the stimulator was removed on (B)(6) 2015. There was nothing that could be done with the unit. It was off at the time. The overdischarge issue was not resolved. If additional information is received, a supplemental report will be submitted.